Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 24-mar-2024, three infusion set was fell off during use and infusion set is long for less than a day. No further information available.